Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that user reported that they are unable to remove medication. A technical support specialist conducted a verification of the station and determined that they had connected to both the server and the station to ascertain that med was not visible for removal. The customer subsequently confirmed that the issue had been resolved, attributing it solely to user error. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system pyxis non-medication items are not visible on the remote screen. It is responsible for inventory management. The key for the hydromorphone pca pump is not accessible for the nurses to retrieve from the pyxis. A customer indicated that the user experienced a delay in administering medication to patient care as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.